Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 525 mg/dl and a bolus via the pump was delivered to address bg. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site for inspection. At the time of the report, the bg lowered to 498 mg/dl.